Event description:
An 81-year-old woman underwent a port placement procedure using the MRI power port isp. Post procedure the catheter was allegedly found broken and leaking. It was further reported that patient had allegedly experienced redness and itching in an area above the clavicle on the right side. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.